Manufacturer narrative:
Additional information was received that the patient's ipg replacement procedure was due to soreness at the pocket site and frequent ipg charging. No device malfunction suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient's device was causing discomfort. The patient underwent a revision procedure wherein the ipg was replaced.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's device was causing discomfort. The patient underwent a revision procedure wherein the ipg was replaced.